Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the idler pulleys. The broken segment of the cable was pulled out of the insulation. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire did not show damage. Additionally, the instrument was found to have damaged conductor wire insulation. The insulation was pulled out from the broken segment of the conductor wire and there was no material missing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the fenestrated bipolar forceps wire broke. The procedure was completed with no reported injury.

Manufacturer narrative:
Isi further investigated the failure of broken conductor wire. Investigator confirmed and clarified that the broken segment of the cable was pulled out of insulation. The instrument failed the electrical continuity test. No conductor wire insulation damage was observed.

Event description:
Refer to h10/h11 for follow-up information.